Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient reported that he had not previously registered his recalled device, as it was not in use. However, after his current (non-philips) device became inoperable, he resumed use of his older philips CPAP device. Upon doing so, he claimed that foam appeared to be coming from the device, with visible particles entering his mouth. The patient stated that he feels fine but has been very uncomfortable since using the device. The patient noted that he has not used the device in several years and that his cleaning method is limited to warm soapy water. There was no report of patient harm or injury. There was no report of medical intervention. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient reported that he had not previously registered his recalled device, as it was not in use. However, after his current (non-philips) device became inoperable, he resumed use of his older philips CPAP device. Upon doing so, he claimed that foam appeared to be coming from the device, with visible particles entering his mouth. The patient stated that he feels fine but has been very uncomfortable since using the device. The patient noted that he has not used the device in several years and that his cleaning method is limited to warm soapy water. There was no report of patient harm or injury. There was no report of medical intervention. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Section box h has been updated/corrected in this report.